Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-icds) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and confirmed the shock was inappropriate due to oversensing of non-physiological noise artifact and baseline shift. This occurred programmed to the secondary vector. Ts recommended troubleshooting including x-rays and manipulation/maneuvers in-clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-icds) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and confirmed the shock was inappropriate due to oversensing of non-physiological noise artifact and baseline shift. This occurred programmed to the secondary vector. Ts recommended troubleshooting including x-rays and manipulation/maneuvers in-clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.